Event description:
It was reported that the patient presented for initial implant. During the procedure, the left ventricular (lv) lead exhibited a drop in impedance and was unstable. The physician suspected the lv lead had perforated the heart. This lead was not used. The patient's condition was stable.